Event description:
It was reported that the left ventricular (lv) lead was prophylactically extracted during the generator replacement. The replacement lead was attempted not used due to high impedance and high defibrillation thresholds. A new lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.